Event description:
The customer called to report that her pod had initiated an occlusion alarm. A kink was seen in the cannula, though no blood was noted. Despite having administered two correction boluses, her bg levels increased over a seven hour period, resulting in high readings (268-270mg/dl). The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.